Manufacturer narrative:
The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Patient´s legal representative reported "rashes, itching, pain, contracture, asymmetry, swelling, seroma, depression, anxiety, panic disorder, ptsd, aggravation over mental health diagnosis, chronic insomnia, significant weight gain, chronic headaches, significant scarring, disfigurement, postop complications, capsulectomy, increased risk of alcl, fear of increased risk of alcl, evaluation for alcl" and "distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl. No coding needed as patient was not diagnosed with alcl." This record is for the right side. Device has ben explanted. Patient underwent a capsulectomy.